Event description:
Received report indicating that the fixation device was bent and could not be used. It was indicated that the doctor used a back up device successfully.

Manufacturer narrative:
Due to indications that item could not be used and backup device was required, occurrence was determined to be reportable to FDA.